Event description:
It was reported that a patient under went pelvic surgery in 2004. In 2007, the patient developed fecal incontinence of mild severity. Three months later, the patient has developed a grade one cystocele and grade two rectocele.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted. This review did not identify any non-conformances, and the batch met all finished goods release criteria. This is one of two medwatches submitted for this device. See also medwatch 2210968-2005-00438. The same device is represented in each medwatch as it was involved in two events.